Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards australia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, the valve got stuck in esheath. The team was unable to deploy the valve and was unable to retrieve the valve/delivery system. The vascular surgeon was called to remove the system. Upon observation of imaged provided, it could be seen that the liner of the esheath was torn.

Manufacturer narrative:
Correction to h6 based on additional information received. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The patient's CT information was provided, however, nothing relevant to the complaint was observed. Imagery provided by the complaint site was reviewed and the following was observed: the valve was exposed through the torn sheath liner, liner stretching was observed, and the esheath liner was unexpanded. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components and liner punctured were confirmed based on the returned device imagery. Without the return of the complaint device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non-conformances were able to be identified. As reported, 'it was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During procedure, the valve got stuck in sheath. Unable to deploy valve. Unable to retrieve valve/delivery system. Vascular surgeon called to remove system to prevent injuries. On provided pictures, it could be seen that the liner of the esheath was punctured. No other valve was implanted and patient was discharged during the following days.' Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous vessels can create sub-optimal angles that can lead to non-coaxial alignment in the advancement of the delivery system. Steep insertion angle can also result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. However, without more information or patient imagery, a definitive root cause is unable to be determined at this time. Patient factors such as calcification can damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement of the delivery system. Vessel tortuosity can create suboptimal angles during delivery system advancement through the sheath where the delivery system and crimped valve can potentially catch on to liner of the sheath and tear it upon advancement. Similarly, a steep insertion angle can also lead to the delivery system and valve to catch on to the liner and tear it through non-coaxial alignment. However, without more information or patient imagery, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.